Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, once inside of the right atrium, it was noted that there were bubbles in the sheath. The dilator and the needle were removed after transseptal puncture, and the sheath was aspirated with a syringe. It was at this time that bubbles were noted in the sheath. The sheath was replaced to resolve the issue and there were no adverse patient consequences. No bubbles entered the patient.

Event description:
During a procedure, once inside of the right atrium, it was noted that there were bubbles in the sheath. The sheath was replaced to resolve the issue and there were no adverse patient consequences.